Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and instructed the customer to continue using the pump while advising them to call back if the malfunction code recurs. The caller acknowledged and understood the instructions.